Manufacturer narrative:
Corrected information: PMA/510k.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Patient codes: 2275,2120,1994,1871. Additional information: other relevant history, brand name, MFR name, city & state, device identification, MFR site, report source, PMA/510k, device manufacture date. Additional description of event or problem narrative: it was reported that following the procedure the patient experienced urinary frequency, urinary tract infection, painful urination and urgency. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.